Manufacturer narrative:
Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. The instrument was found to have a broken conductor wire near the main tube/roll gear junction at the proximal end and the instrument failed the electrical continuity test. The root cause of this failure is attributed to manufacturing. A review of the instrument log for the fenestrated bipolar forceps instrument associated with this event confirmed that the instrument was last used on (B)(6) 2020 on system (B)(4). Per logs, the instrument has 6 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided at this time, this complaint is being reported because: during failure analysis investigation, the bipolar instrument was found to have a broken conductor wire at the proximal end with no evidence or claim of user mishandling/misuse. While there was no harm or injury to the patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps instrument would not activate/cauterize. A back-up instrument was reportedly used to complete the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no report of any issue related to unintended energy discharge or arcing occurring during the last known instrument usage and no report of patient injury occurring during the last time the instrument was used.